Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 694765 lead implanted: (B)(6) 2003. A 419688 lead implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited low pacing impedance. In addition, noise signals were noted during follow up at atrial arrhythmias per the physician. The patient was noted as being in atrial flutter during follow up, however the physician was unable to determine this via the electrocardiogram. The atrial flutter signal was not being sensed. The ra lead was capped and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range, and a lead impedance out of range alert was detected. The analyst noted that an out of trend subthreshold lead impedance alert occurred on (B)(6) 2011, (B)(6) 2012, and (B)(6) 2014. The atrial pace impedance varies between 57 and 133 ohms throughout the record.